Event description:
The customer reported that "after completing the functional check the system gets stuck". There was no patient involvement.

Manufacturer narrative:
The processor pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
The therapy pca was received for failure analysis; no fault was found with the therapy pca. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event.